Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a trocar broke. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the performed investigation showed a breakage of the wire directly below the handle. Because of the damage symptoms the exact cause cannot be elicited. It is possible that the temporary mechanical overload was leading to this damage. A review of the material and manufacturing documents showed no deviation according to the ao / asif specifications. No product fault could be detected. Placeholder.